Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the provisional fractured.

Manufacturer narrative:
Visual inspection of the returned component confirmed that it was fractured in two main pieces. All pieces were returned. The curved fractured line runs antero-posterior from the medial base of the post by the posterior notch through and to the anterior region of the medial condylar surface. This device is used for treatment. It is unknown whether it was used as per the proper surgical technique. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. Therefore, the problem with this device constitutes a "previously addressed design issue" as the root cause.